Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. A complete set of device logs was received, however the trends logs was not covering the reported event. An evaluation of the device logs shows that no leakage test was performed before the treatment was started. A successful system checkout had been performed before a prior treatment was performed. The technical log has no recordings during this date, which indicate the absence of technical malfunctions in the system. The treatment was started in prvc ventilation mode and then changed to volume control started. After 15 minutes, the ventilation mode was switched to pressure control, at which point high fico2 alarms were repeatedly triggered, accompanied by high etco2. These alarms persisted for about one hour, until the upper alarm limit settings for fico2 and etco2 were increased and some adjustments to the ventilation settings were performed. After this the treatment continued for 2.5 hours, without any more alarms for high fico2 or etco2, until the system was set to standby. The log also shows that the co2 absorber was bypassed at 09:36 and remained bypassed for the duration of the case. The fresh gas flow was set to a higher flow than the minute volume, no re-breathing. Our conclusion, based on the evaluation of the received device logs, is that there is no indication a malfunction of the anesthesia system. The root cause of the event has not been determined.

Event description:
It was reported that there was an increase in measured fico2 and etco2 during surgery. There was no patient harm. Manufacturer's reference number: (B)(4).